Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it as it did not fit the patient's clinical history. The sample was repeated four times, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Tsc discussed proper handling of samples and spin times with the customer. The customer stated that upon inspection of the tube, particulate matter was discovered in the sample. The cause of the discordant, falsely low creatinine result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.